Manufacturer narrative:
Qc failure and stm motor error was reported on a newly installed unit. Customer recalibrated and passed reflectance check but failed cal check. Due to multiple failures, at least 3 pt samples showed negative for all analytes, where a reassessment of pt specimen showed positive blood and protein, and nitrite for one pt. Fse found out that the instrument was not aspirating sample and syringe plunger was disconnected from syringe pump at base where the thumb screw was. Fse reconnected syringe plunger to syringe pump and tightened thumb screw. System was operational. The following mdrs are related to this event: 2023446-2014-00069 and 2023446-2014-00071.

Event description:
Customer reported cal check qc failed and stm motor error on a newly installed unit.